Event description:
Alleged when she presses the head up function the foot goes up and when she presses the foot up function the head goes up.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.